Event description:
Reporter stated that about two weeks ago, the pt was experiencing elevated blood glucose (in the 300's [mg/dl]), and the pt noticed moisture (presumed insulin leakage) in the insulin cartridge chamber of the device. Pt switched to back-up device. No error messages were generated by the device. Pt self-treated high blood glucose by bolusing.